Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010 under MDR number 1717344-2010-00448. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The handle on the incident device was latched and unlatched ten times with no issue. The jaws opened and closed normally. Some sticking occurred when activating the device on simulated tissue. However, the jaws had excessive tissue build up which could have contributed to the customer's report of tissue sticking. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and all seal cycles were completed satisfactorily. The IFU for this device states keep the instrument jaws clean. A build-up of eschar may reduce seal and/or cutting effectiveness. Wipe the jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that while attempting to seal vessels with the device, it was noted that the handle was jamming and the jaws were not sealing, but tearing the tissue. No further information on the incident was made available by the site. There was no patient injury.